Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probably cause of the abnormal pressure display was most likely attributed to failure of the electro-pneumatic proportional valve. However; a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the insufflation unit exhibited an abnormal pressure display, due to a malfunction of the electropneumatic proportional valve. There were no reports of patient involvement.